Event description:
Converted bipolar to total hip because pt's hip dislocated. Took out bipolar and put in hemi shell and screw.

Manufacturer narrative:
The pt was revised 5 weeks after primary surgery to remedy a dislocation. No info was provided regarding pt activity, accidents, or medical contraindications that could cause dislocation. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the eighth complaint for this part number, all differing lot numbers and reasons for revision. There are no indications of material, design or manufacturing problems that would cause dislocation. The cause for the dislocation was not determined with confidence but could be related to pt activity during rehab, accidents, or soft tissue laxity.